Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level 695 mg/dl. The customer was treated with bolus and then manual injections. The customer was admitted to (B)(6) healthcare on (B)(6) 2015. The cause of the emergency room visit per healthcare provider is hyperglycemia. The customer was advised the 2 high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. It was explained to the customer that high blood glucose are often caused by site/set issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.